Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the pump keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: all keypad buttons were unresponsive to testing. Audio was heard and testing of audio level and bolus button were prohibited due to the unresponsive keypad. The keypad was observed to be torn at the ok button. The keypad was removed and all contacts were observed to be contaminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.